Manufacturer narrative:
The customer shipped the unit to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician. The technician could not verify any software issues, however it was found that the fan on the video card was not functioning. A malfunction of the fan can cause the unit to overheat, this may lead to the device powering itself down as a self-protecting measure to prevent further hardware damage or software corruption. Cause of failure was not established as the reported problem was not verified, however the technician found a different failure.

Event description:
The customer reported that while monitoring patients, their xhibit central station was behaving abnormally citing "software issues" which was causing a device reset when interacting with the unit. There was no patient or user harm associated with this event.